Manufacturer narrative:
We were unable to confirm the customer complaint regarding a leak, as the disposable set was discarded at the hospital and could not be returned for investigation. The retention sample of the associated lot was tested and no leaks were observed. There have been no other incidents reported involving this lot. It was reported that there was no injury to the patient.

Event description:
On august 27, 2018, the belmont sales representative received a call from the clinical educator at (B)(6) hospital, who reported that the staff noticed a leak coming from the top of the 3-spike disposable set during use of the belmont rapid infuser. The disposable set was subsequently discarded.